Manufacturer narrative:
Reliability analysis evaluated 4 opened/used reservoirs. Per (B)(4), the reservoir's snap-cap width dimensions were checked and 1 of 4 reservoirs failed per inspection. The reservoir's snap-cap was too tight to be connected and released properly. The remaining 3 of the reservoirs' snap-caps passed the inspection. The reservoirs were easy to connect/lock/release properly.

Event description:
The customer reported via phone call that he is having trouble with the infusion set. Customer stated that the reservoir does not match up with the infusion set. Customer stated that he has to push it down and there is no gentle way to put it down and lock. Customer stated that he has used a new bottle of insulin. Customer was advised that he will be sent extra reservoirs.